Event description:
It was reported that during a percutaneous coronary intervention, the md inserted the intra-aortic balloon (iab) lumen through the right femoral artery. The balloon tip was not stiff during the insertion and the balloon lumen got kinked. As a result, the iab was replaced and the procedure was successful. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported compliant of iab kinked is confirmed. Numerous kinks to the central lumen were noted during the visual inspection of the returned iab, and resistance was noted at the locations of the kinks upon loading a guidewire into the central lumen. The root cause of the kinks is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the medical doctor inserted the intra-aortic balloon (iab) lumen through the right femoral artery. The balloon tip was not stiff during the insertion and the balloon lumen got kinked. As a result, the iab was replaced and the procedure was successful. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.